Event description:
It was reported that during the implant procedure, several stylets were attempted with the lead to advance the atrial lead to the atrium. It was not possible to advance the lead. The lead was removed from the patient and the physician attempted to advance the stylet, but it would not advance to the tip of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).